Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to pump alarm).

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) level of 350-500 mg/dl with moderate ketones and no symptoms. The patient did not receive any treatment above and beyond the usual care of diabetes management. Customer support (cs) reviewed the pump and all settings were correct. The reporter stated that the patient takes levothyroxine and bed wetting medication. The reporter stated that the patient had change in nutrition, failure to bolus and the healthcare professional (hcp) was making setting adjustments due to other health conditions/illness. Cs reviewed the pump and there was an alarm that was not responded to in a timely manner. There was a three hour gap between an empty cartridge alarm and prime and a bolus was cancelled. There was also one day where the patient had no breakfast or lunch and a bolus was given. This report is being made due to the hyperglycemic event the patient experienced that resulted from an inadequate response to pump alarm.